Event description:
It was reported via repair work order that the head end does not break away or catch the latch when unloaded due to broken/damaged head trigger assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.